Manufacturer narrative:
This report is being amended to reflect changes. Review of the device history records cannot be performed with the information provided. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The product history search could not be performed, as the lot number is not provided. The part numbers and lot numbers for other components are unknown; therefore compatibility could not be assessed. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a knee revision due to pain and osteolysis. Both tibial and femoral osteolysis was noted and 120cc of bone graft was used to fill defects.